Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported particulate. The soluset was being used to deliver an unspecified solution. After an unspecified length of time in use, the patient noted a particulate in the soluset and notified the nurse. The customer contact described the particulate as "appears to be 3mm long black hair." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.